Manufacturer narrative:
(Secondary intervention).

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported that after the bifurcated stent graft was deployed, the stent graft was pinched and it was not possible to remove the nose cone. This required a 10 mm non-compliant balloon to be inserted through the contralateral limb and inflated to 10 mm to release the nose cone. This was successful and the delivery system was removed from the pt. There was calcium present in the common and external iliac arteries as well and the distal aortic neck. The physician placed two iliac limbs on the contralateral side. The angiogram revealed a type iii endoleak in top of the pant leg area of the bifurcated stent graft. This area was ballooned with the non-compliant balloon; however, the type 3 endoleak was still present. The decision was made to reline the mid section of the bifurcated stent graft with 2 aortic cuffs. These were implanted above the flow divider, however, the endoleak was still present. The physician elected to place two additional iliac limbs, one on each side to reline the bifurcated area. The endoleak was resolved. No additional clinical sequelae were reported and the pt is fine.